Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the inner bushing was missing from the device. Therefore, the reported condition was confirmed. It was determined that this was due to user error by using excessive force when installing the attachment device that broke the retaining pins for the bushing. The assignable root cause of the component damage was determined to be due to misuse, abuse and/ or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that prior to surgery, it was observed that the inner mechanism of the attachment device fell out. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. However, the reporter clarified the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.